Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years and 2 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) for clinical and experimental medicine, (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the pump was exchanged on (B)(6) 2018 due frequent pump stoppages. No additional information was provided.

Manufacturer narrative:
The report of a potentially compromised driveline can be confirmed. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange, red and yellow wires. Further examination of the remaining wires in this area revealed marks consistent with abrasion but no additional wire breaches were noted. The insulation breaches in the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage events. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to the reported pump stoppage events while operating on any power source. The heartmate ii lvas instructions for use (IFU)and patient handbook explain that all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.